Manufacturer narrative:
This report is submitted on september 17, 2018.

Event description:
It was reported that the patient experienced pain at the implant site since (B)(6) 2018 and subsequently, the patient was treated with oral antibiotics (date and duration not reported). The implant device remains in situ and the patient is being clinically managed by their health care provider.

Manufacturer narrative:
This report is filed on december 05, 2018. (B)(4).